Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported during a fresenius technical support call that a fluid leak was discovered after ending their prior night¿s pd treatment. The patient reported receiving multiple air detected in cassette alarms during treatment. The patient contacted the nurse who advised the patient to cancel treatment and disconnect from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area and on the exterior of the cycler set cassette. It was reported that an alternate treatment option was available. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported during a fresenius technical support call that a fluid leak was discovered after ending their prior night¿s pd treatment. The patient reported receiving multiple air detected in cassette alarms during treatment. The patient contacted the nurse who advised the patient to cancel treatment and disconnect from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area and on the exterior of the cycler set cassette. It was reported that an alternate treatment option was available. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.